Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is unknown. No additional information is available at this time.

Event description:
The facility representative reported that an intermate sv 100 device was missing the blue cap on the end of the tubing before use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Batch review determined that a nonconformance report was documented for this lot, but the issue in the nonconformance report is not foreseeable to contribute to the reported / confirmed problem. A follow up report will be submitted if additional information becomes available.